Event description:
The customer reported that the system would intermittently display a communication failure error message during a case and the case was completed with an alternate system. This error message was likely causing the system to lock-up or shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service representative relubricated the interconnect cable as a precautionary measure.